Event description:
It was reported during a ventricular tachycardia ablation procedure, the irrigation port of a cool path duo ablation catheter broke and leaked. The physician had inserted a cool path duo catheter into the left ventricle by a retrograde approach through the aorta. Mapping was being done with the catheter when it was noted the irrigation port had detached from the handle of the catheter and saline was leaking. No alarms were noted from the irrigation pump or the generator which had settings of 40 watts and 35 degrees. The catheter was exchanged for another cool path duo and the procedure was completed with no adverse consequences to the pt.

Manufacturer narrative:
The device has been returned to sjm. Investigation of the device is not complete. When analysis results are available a f/u report will be submitted.